Event description:
A customer contacted global technical services(gts) regarding assistance with a check patient line alarm during drain 1 of 3 on the homechoice machine(hc). The home patient stated there was air in the patient line. The technical service representative(tsr) assisted the home patient(hp) to end therapy. The tsr advised the hp to contact their nurse. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed due to lack of sample, and the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.